Event description:
It was reported that during an interrogation procedure in the clinic, the patient's lead exhibited noise over-sensing. The lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.